Manufacturer narrative:
(B) (4).

Event description:
The pt fell 5 ft off of a ladder in 2008. She landed on her back and head. She did not immediately feel any effects in the area of the device though a change in therapy occurred at that time and it has not been the same since. Numerous reprogramming sessions were not successful. The device was turned off and the pt still had same symptoms (not clarified). X-ray did not reveal any issues. Per the physician the pt experienced a lack of effect. Impedance values were within normal limits. There was no injury.